Event description:
It was reported that there was a shocking/jolting sensation and a loss of therapeutic effect. It was stated that the patient felt a 'shocking' sensation down the patient's right leg which started two days prior to the report. It was noted that the patient felt stimulation. The patient reportedly could not move her foot when she was lying down on the battery 'a couple days ago,' but after 'moving around it was fine.' It was uncertain whether or not it was due to the patient's sleeping position. It was stated that the patient was not feeling shocking on the leg while standing or moving, but felt it when she was lying down. It was noted that 'it was not that strong of a shocking feeling.' It was stated that 'everything was working fine' prior to 'a couple days ago.' The patient reportedly felt a 'sensation' going down her leg into her big toe while lying in bed the morning of the report. The patient increased stimulation 'up a notch' and felt stimulation 'a little more but it was not hurting' and the patient did not feel shocking down the leg. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va03713, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).